Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's electrode belt connector was damaged, which caused broken wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
During investigation of a monitor for an unrelated issue, a reportable malfunction was found.